Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator having significant issues reading circuit occlusion when the patient is on inhaled nitric oxide via the praxair noxbox. At this time, there is no information regarding patient harm associated with the reported event.